Event description:
It was reported that the patient's pump was replaced on (B)(6) 2012. The reporter stated that the pump was "broken and the battery is running out". The surgical procedure was just to replace the pump itself and that the catheter was ok for this last surgery. The reporter stated that the patient had a stroke and fell before her back surgery back in 1998, and that could be a reason the pump broke originally. Specific pump issue was not provided. The medication in the pump was dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient product ID, 8709 serial# (B)(4), implanted: 2006 (B)(6), product type catheter, (B)(4).